Manufacturer narrative:
The reported complaint of early battery depletion was not confirmed. The device was received operating at elective replacement indicator (eri) level. Analysis of device image indicated auto capture was enabled. When automatic settings are programmed, such as auto capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed did not find any anomalies, with battery voltage at eri level. Longevity assessment was performed, and the implant duration exceeds 75% threshold for projected longevity based on average current drain indicating normal battery depletion.

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Review of the transmissions revealed a premature decline in the battery life of the pacemaker. The pacemaker was explanted and replaced on (B)(6) 2022. The patient was in stable condition.